Event description:
Philips received a complaint on the v60 ventilator, indicating that when the device is turned on, the alarm was sounding continuously. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) conducted service at the customer site, and after downloading the error log it was verified that the error was coming from a bad connection with the external speaker. The fse checked and corrected the connection with the speaker. The correct operation and functional parameters of the device were verified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting address state: (B)(6).